Event description:
It was reported that during preparation of an interventional device, there was difficulty with removing the protective sheath and while flushing the system, a hole was found in the balloon of the device; therefore, the device was set aside and not used for the procedure. A xience xpedition stent delivery system (sds) was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.